Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been a mistreatment (overdose) due to missing wedge. This may potentially result in a serious injury. Probability: d (occasionally). Lantis requires the approval of all changes in the treatment plan. The user did not notice the missing wedges as he was not well trained for using the simulator by theranostic. The siemens systems involved have no influence on this risk. No other products are affected. A final corrective action decision and subsequent action is pending further investigation.

Event description:
A potential product issue has been identified with our mevatron linear accelerator. In the abundance of caution this issue is being reported. We have rec'd a report from bfarm, which reports about the mistreatment of a pt caused by an issue of the therapy simulator simulix-hp from theranostics. The user was not aware, that the theranostics simulator changes data of the plan, which are not supported by the simulator to zero. This applies also to wedges. The problem is, that for wedges the value zero means that there is no wedge at all. The user did not expect this behavior of the simulator as it was not mentioned during training and not described in the user manual. He approved the treatment plan in lantis without recognizing, that the wedges of the original treatment plan were lost. As a consequence, a pt was overdosed during treatment with a linac of type primus due to the missing wedge.